Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. No interventions were reported. Further information was requested but not received.